Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed out and so his neighbor called 911 and he went to the emergency room for low blood glucose levels. The customer declined to speak with the helpline. No further details were provided.